Event description:
Pt's wife reported obtaining back-to-back blood glucose results of 58 mg/dl from the laboratory and 127 mg/dl, on the aviva system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect prod and replacement prod was shipped. Aviva sys: strip lot 300318 with exp date 01/31/2008.

Manufacturer narrative:
The suspect prod is the aviva test strips.